Event description:
Unit shut down during phaco and would not power on. Biomed changed blown fuse with no improvement. No back-up unit available. Transferred pt to another facility to complete procedure. Prognosis reported as good.